Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see the "lock icon" on the screen when the cartridge was loaded. Reportedly, the pump did not detect the cartridge. The customer successfully reloaded the cartridge and insulin delivery was resumed. Blood glucose was 106 mg/dl.